Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited sock lead impedance out of range. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited sock lead impedance out of range. The device remains in service. No adverse patient effects were reported. Additional information was obtained; a successful defibrillation threshold (dft) test was performed.